Manufacturer narrative:
Patient information: unknown, information not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was inserted into patient's left eye and removed and replaced with a z9002 model lens sn: (B)(4) in the sulcus as the patient received a vitrectomy. Additional information received reported that patient had zonular dehiscence. A 10-0 nylon suture was also placed as the wound would not seal with bss. No further information is available.